Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon burst after 3-4 inflations at 10 atmospheres for 30 seconds. The balloon was removed by pulling it out with the shaft intact. The procedure was completed using an alternative device. No complications were reported.

Manufacturer narrative:
Correction of h6 device code from leak/splash, a0504 to material rupture, a0412.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon burst after 3-4 inflations at 10 atmospheres for 30 seconds. The balloon was removed by pulling it out with the shaft intact. The procedure was completed using an alternative device. No complications were reported.